Event description:
Reporter alleged obtaining a discrepant patient blood glucose result of 129 mg/dl back to back with a result of 424 mg/dl when testing was performed within less than 10 minutes apart on the inform system. Reporter stated not being able to provide any patient information and did not know if the patient was treated as a result of the comparison. Quality control testing was performed on the system and both levels were outside the acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.